Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating. The technical support specialist (tss) dialed into the station and shrank the station database (db) to 6 giga bytes (gb). The medication application was up and running. The tss then dialed into the server, checked the health sight viewer (hsv), and found no notices for the device. The synchronization was verified and showed current. The customer was contacted and informed that the station db was reduced to 6gb remotely. It was confirmed that the case was related to db bloat and was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.